Event description:
Info received indicates the head hi/low function is drifting down slowly. The head hi/low down valve was replaced but the issue remained.

Manufacturer narrative:
The technician replaced the hydraulic power unit to repair the bed.